Event description:
I started used the dexcom g-6 cgm and noticed after I removed patch sensor that I experience a lot of itching in the area and severe redness. I called dexcom and no solution was put forth. The marks from these patches take sometime months to finally disappear, the itching seems to stop about 10 days after removal. I can't get an answer from dexcom as to whether or not I just stop using product or not. Please advise. I did not have a test by my doctor I just had a virtual office visit on (B)(6) 2020 and was told to use a cortisone cream. The problem with that is the patch itching starts about 5 days into the 10 wear window and I'm unable to apply cream at that point. After removing the patch the cream really doesn't help much. FDA safety report ID #: (B)(4).